Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 20 mg/dl, 20 mg/dl, 20 mg/dl and 87 mg/dl within ten minutes on compact plus system. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.